Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome following an intraocular lens implant procedure. The patient had their astigmatism overcorrected or under corrected. The current axis orientation is four degrees off intended target. Additional information has been requested.